Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient reported pain at the ins site. The home health nurse asked to have help with the patient programmer to check the ins to try to alleviate the patient¿s pain. It was also reported that the patient fell the day before the call and may have hit their head on the right side, which was the side with the patient feeling pain in their right chest. Technical services walked the caller through steps to check the ins. It was stated that the ins was on and ok and stimulation was at 3.00. It was reviewed to that an option could be to turn off stimulation to see whether stimulation was affecting patient, if medically appropriate. There were no further complications reported.